Manufacturer narrative:
B5: describe event or problem - updated. H6: impact codes - updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a farawave catheter was selected for use. The patient experienced intracerebral hemorrhage. The patient was hospitalized. Additional information revealed the farawave catheter is not available for return, as the catheters are discarded once the procedure is completed, which was confirmed with the site manager. A therapeutic act was maintained during the procedure. The irrigation flow rate was not available, and irrigation was not interrupted at any point. The procedure was performed under an anticoagulation regimen without any unusual issues, protamine was administered afterward to reverse the effects, and oral anticoagulation was held for 24 hours prior to ablation. It is unknown whether any fibrin or coagulant was observed on the catheter tip. Treatments for the cva included neurointervention, ventilator support, and evd placement. CT or MRI imaging confirmed new stroke findings, and the symptoms did not resolve within 24 hours. The patient was under general anesthesia, had no prior history of stroke, and required hospital admission or an extension of hospitalization due to the complication.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a farawave catheter was selected for use. The patient experienced intracerebral hemorrhage. The patient was hospitalized. No further information was provided.